Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after surgery without complication, while the patient is recovering, bleeding starts to be noticed, so it was necessary to re-operate by finding the loose clips. When carrying out the investigation, it was identified that the clips were loose in the cartridge and still the instrument used them.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product horizon ti small 6/cart 180/box lot# 73a1800466 was manufactured on 01/17/2018 a total of 40,560 pieces. Lot was released on 01/30/2018. DHR investigation did not show issues related to complaint. Revision of d000761 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that after surgery without complication, while the patient is recovering, bleeding starts to be noticed, so it was necessary to re-operate by finding the loose clips. When carrying out the investigation, it was identified that the clips were loose in the cartridge and still the instrument used them.